Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's atrial lead exhibited multiple episodes of lead noise resulting in inappropriate mode switches. The noise was unable to be reproduced with isometrics. No programming changes were made. The patient was stable.